Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Two additional clips were implanted, stabilizing the slda clip. Mr was reduced to 2. No additional information was provided.